Event description:
It was reported that there was an issue with sy001ts - ennovate set screw sterile. According to the complaint description, the final closing maneuver was not possible because of the damaged nut. An additional medical intervention was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information/ correction: b5 - updated involved component h3 - device evaluation h6 - codes updated investigation results: visual investigation: the instrument arrived in decontaminated condition. It is plain to see, that the flanks of the hex- tip are worn / deformed.the rest of the instrument is in a proper condition. We made a visual inspection of the tip of the screwdriver. Here we found the flanks of the hexagon deformed only at the front edge. This problem occurs, when the tip of the screwdriver is not fully engaged into the screw and the torque- force is is only applied to the area of the front tenths of a millimeter. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability 1(5) of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
Update: this leading material becomes an involved component. Related to cc (B)(4) - not sold to us. The adverse event is filed under aag reference (B)(4)